Event description:
It was reported that during a lavh procedure, the device was opened and it would not do anything. It would not close/fire. A new device was used to complete the procedure. There was no patient impact. The device will be returned.

Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact. The analysis showed that the ats45 device was received with the articulation mechanism damaged. The device was received with a white cartridge reload loaded on the device. The reload was received unfired. The device was tested for functionality with a test reload on the three articulated positions and it fired, cut and formed the staples as intended. The device closed and opened without any difficulties noted. The device was disassembled to verify the condition of the internal components and the right articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B) (4). The batch record was reviewed and no anomalies were noted during the manufacturing process.